Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that on (B)(6) 2011 the pulse generator measured data was 2.73 v, 9 ua, and 1.3 kohms, estimate longevity 4.6 yrs. During a recent follow up on (B)(6) 2012, the measured data was 2.62 v, 6.0 ua, and 5.8 kohms, estimate longevity 1.3 yrs. The device remains implanted and will be monitored.